Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
Respiratory control was fine prior and during surgery. After returning to the room, the patient's ventilation rate did not increase, and although bag ventilation was performed manually,the airflow was not going well. Therefore extubated the patient. The micro cuff was found to be kinked at 8 cm from the tip. This was the first time this had happened, as the micro cuff usually does not remain bent during intraoperative x-rays. At the time of recovery of the product in question, the mark of the bent portion could not be confirmed by the naked eye.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Complaint was considered not confirmed based on customer narrative of events and images provided. A 24 month review was conducted and no additional complaints were identified related to this issue, therefore no trend was observed. The lot number was provided not; the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
Respiratory control was fine prior and during surgery. After returning to the room, the patient's ventilation rate did not increase, and although bag ventilation was performed manually,the airflow was not going well. Therefore extubated the patient. The micro cuff was found to be kinked at 8 cm from the tip. This was the first time this had happened, as the micro cuff usually does not remain bent during intraoperative x-rays. At the time of recovery of the product in question, the mark of the bent portion could not be confirmed by the naked eye.